Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging an unusual issue with their onetouch verio2 meter. The meter was not able to be recognized by the dms (diabetes management software) program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.